Event description:
It was reported that the right ventricular coil had a possible fracture as a high impedance alert was triggered. Noise was able to be reproduced with isometrics. High impedance was also noted on the svc coil during maneuvers. The alert was programmed off and the patient was scheduled for lead replacement. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance information was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. The rv defib impedance was steady at 50 ohms through (B)(6) 2014. A single day of high impedance occurred on (B)(6) 2014 at 111 ohms returning to baseline for the remainder of time. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. The svc defib impedance was steady at 50 ohms through (B)(6) 2014 when the impedance rises out of range greater than the programmed threshold of 100 ohms starting (B)(6) 2014. Concomitant medical products: 4968-60 lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Event description:
It was later reported that the lead was explanted and replaced.